Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Delivery issue: the cause of the delivery issue is determined to be patient condition because the pump was unable to pass through the vasculature due to calcification in aorta. Cp was unable to be advanced past aorta and insertion was aborted. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The placement of the impella cp was aborted because of the patient's anatomical structure. The patient presented with a calcified aorta.